Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the complaint investigation. Updated fields: h6, h11. Olympus provided the following results of the culture test, performed at the third-party labs. Sampling date: (B)(6) 2026. Sampling from: unknown. Cfu: 50 - 100. Bacterial identification: aerobic microbial culture. Sampling date: (B)(6) 2026. Sampling from: unknown. Cfu: no growth. Bacterial identification: no growth. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Despite good faith efforts being made, additional information was not able to be obtained. Based on the results of the investigation, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation.

Event description:
No additional information from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for 50-100 colony forming units (cfus) of pseudomonas aeruginosa. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.